Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that the vessel sealer extend (vse) jaws would not open. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of dislodged grip ring to be related to the customer reported complaint. The grip open lever was not functional. The grip ring moved freely up and down the grip drive adapter.

Event description:
Refer to h10/h11 for follow-up information.